Event description:
It was reported that two hrns episodes were recorded previously which when review by medtronic technical services showed evidence of possible oversensing of emi per the note in the provided incoming information, the 2088 st. Jude lead is being used for pacing and sensing and the 6947 for rv/svc defib purposes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).